Manufacturer narrative:
The reported event of event of failure to interrogate after disconnection during post-implant programming was confirmed. Based on the information provided, the device was unable to be found within the allocated time frame. The device was performing per design.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the patient's implantable cardiac monitor (icm) had interrogation problem. No intervention was performed. The patient was in stable condition.